Manufacturer narrative:
D11: medical products: metasul ldh, head, 54, code t, taper 18/20; catalog#: 0100181540; lot#: 2345962. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; catalog#: 0100185146; lot#: 2399482. Fem stem; catalog#: 743101120; lot#: 60575299. Therapy date: (B)(6) 2018. This case was reopened on oct 21, 2020 to enter additional information which had been received on oct 15, 2020. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. Patient was revised approximately eleven years post-implantation due to failed left hip total arthroplasty and metal cobalt and metal chromium ion systemic toxicity.

Manufacturer narrative:
Complaint investigation: - DHR review: the DHR check could not be performed as the lot number was not available. - review of event description: patient was implanted on the left side and underwent revision surgery due to elevated metal ion levels and metal debris due to corrosion. - surgical report: review of surgical report did not lead to new information regarding the reported event. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. - no further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprothesis. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that a patient was revised approximately eleven years post-implantation due to failed left hip total arthroplasty and metal cobalt and metal chromium ion systemic toxicity. Attempts to obtain additional information have been made; however, no more is available.